Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The drain received was broken. However, the drain functioned properly for nine days prior to the breakage. It is unable to determine the cause of the breakage

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and a drain was inserted at the mediastinum. The drain was milked at regular intervals. On (B)(6) 2012, the drain at the mediastinum was noted to be broken out side of the patient's body. The drain was removed at that time. There were no adverse patient consequences.